Event description:
Additional information received surgical intervention was undertaken on 23 sep 2020 during which the existing ipg was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Corrections: h6 - patient code should have been 2388 and device code should have been 3190 in previous mdrs b5 - initial b5 should have included that "patient received end of service message, and as a result, lost therapy. It is not known if ipg depleted prematurely."

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient¿s pc displayed the message "replace generator soon" the device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.